Event description:
It was reported that the etrak 2500 sys would not boot during a service call. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the service call. The sys was tested and found to be working as intended and put back into service.